Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were returned for evaluation. Reported defect not reproduced. No defect found. Most likely underline root cause - mlc-061 improper use/mishandle by end user note: manufacturer attempted to contact customer on several occasions to ensure the customer's initial concern was resolved-unable to establish contact with customer

Event description:
Consumer reported complaint of inaccurate dispense of the pen needles stating that some did not inject her insulin. Customer has been using the product for about one month. Customer stated the package had not been open or damaged when received. Customer is using compatible product (humalog qwik pen) and the pen needle is properly aligned. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. The pen needle lot manufacturer¿s expiration date is 01/31/2025 and open vial date is approximately one month ago.